Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for pseudomonas aeruginosa(18cfu/endoscope) during routine surveillance culturing test by the facility.the portion of the subject device, where the microbes were detected, was not reported.the facility had manually reprocessed the subject device with peracetic acid.there was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. The subject device had not been returned to olympus medical systems corp. But was returned to olympus france. The subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for staphylococcus coagulase-negative (1cfu / 100ml), but the testing result cleared french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.